Event description:
The device was used during a low anterior resection procedure. Reportedly, the anvil did not tilt and the device was difficult to remove. The hospital has reported no pt injury occurred.